Event description:
In 2008 - rep said the head up is not operating from both siderails. He said the motor runs but the head does not run up. No one was involved with the bed. Eight days later - rep stated he removed, cleaned, and reinstalled the head up valve to resolve this issue. Bed was operating properly and returned to service.